Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with a wolverine cutting balloon. No patient complications nor injuries were reported.